Manufacturer narrative:
Additional information was received from the returned products laboratory that due to the elapsed time from the date of death and the return of the device (greater than 4 years), there is no analysis that can be performed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device(s) associated with this adverse outcome were returned from an unknown source with no information. The patient died greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met expected longevity. Concomitant medical products: 419388 lead, implanted: (B)(6) 2002; imx49jb53 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned from (B)(6) funeral home. Cause of death was unknown. Information identified in the manufacture¿s database indicated the patient died approximately 8 months post implant of the ICD, 4 years post implant of the right ventricular (rv) lead and 7 years post implant of the right atrial (ra) lead and left ventricular (lv) lead, approximately 4 years ago.

Manufacturer narrative:
Correction: the initial report indicated device evaluation was complete however, device evaluation is still in progress. (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.